Event description:
It was reported the patient had a loss of stimulation and therapeutic effect. It was noted the stimulator quit working. It was reported the patient had an appointment scheduled for (B)(6) 2014. It was noted the patient¿s pain had returned. It was reported the stimulator was fully charged. It was reported the patient had at least fifty percent pain reduction following reprogramming. It was noted the patient lost stimulation in their feet following ¿rolling around on the carpet¿ with their child. It was reported two new programs were added. It was noted x-ray showed the lead had not moved. It was reported impedances were normal. It was noted the patient felt better and had effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).